Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (value not provided) as the pump basal setting needed to be adjusted. Reportedly, customer discussed basal setting with healthcare provider. Contact declined to provide further information.